Manufacturer narrative:
A getinge field service (fse) spoke with the customer on the phone and was informed that the fill tubing was found to be disconnected. The customer biomed resolved the reported issue. There was no service required. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance with an autofill failure alarm, troubleshooting was unsuccessful. The console was swapped out which resolved the alarm and therapy resumed.